Event description:
It was reported that the patient presented with the right ventricular (rv) lead exhibiting rising threshold over time. The rv lead was capped and replaced on (B)(6) 2021. Patient condition was stable.